Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 465 mg/dl. Reportedly, customer successfully filled the cartridge with the existing supplies after applying force to the syringe to resolve the issue and resume insulin therapy.